Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: one opening observed on valve bond edge assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: ¿ creases were observed. ¿ wear abrasion observed. ¿ broken observed on plug strap assessed as surgical damage and missing piece of plug strap assessed as inconclusive. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted and replaced.